Event description:
It was reported that during an unk procedure, the tip of the instrument broke off in the patient, but it was retrieved with no further incident.

Manufacturer narrative:
Was not returned for evaluation.